Manufacturer narrative:
Product analysis :it was determined at analysis that the output connector assembly was broken. It was further noted that the hanger assembly, upper case and lower case were broken. In addition, the encoder assembly and one knob were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.